Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was dislodged into the atrium and had loss of capture at maximum output. Also, the right ventricular electrograms displayed the atrial flutter visible on the atrial electrograms. The right ventricular lead dislodgement was noted on xray scans. The right ventricular lead was explanted and replaced on (B)(6) 2019. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.